Manufacturer narrative:
(B)(4). Date sent: 7/28/2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Batch #unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats pneumonectomy, an unknown error occurred after the device was used for 1 hour. There is a possibility that the blade was broken. The device was used on the lung ligament. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.